Manufacturer narrative:
H.6. Investigation: one 3ml syringe received for investigation. Visual evaluation performed, no molding defects observed, additionally leakage test performed, no defects observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: "it was reported that the needle leaked during the load process. Per reported issue: " caller reported needle leaking during load process. Number of occurrences - [once. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn 309657. Product lot # - 9048578. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further tandem follow up is required. Cts to send cartridges/needles as replacement."

Manufacturer narrative:
The following fields have been updated due to corrected information: d.3. Medical device manufacturer: becton dickinson de mexico (cuautitlan). G.1. Manufacturing location: becton dickinson de mexico (cuautitlan).

Event description:
It was reported that syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: "it was reported that the needle leaked during the load process. Per reported issue: "caller reported needle leaking during load process number of occurrences - [once did the caller insert the needle into the cartridge and encounter fill resistance? - no product with issue - bd 3ml syringe, pn 309657. Product lot # - 9048578. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further tandem follow up is required. Cts to send cartridges/needles as replacement.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: "it was reported that the needle leaked during the load process. Per reported issue: "caller reported needle leaking during load process .number of occurrences - [once. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn (B)(4). Product lot # - 9048578. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further tandem follow up is required. Cts to send cartridges/needles as replacement.